Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: exact date unknown/not provided. Best estimate is between (B)(6) 2019 - (B)(6) 2019. (B)(4). It was indicated that the device is not returning; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symfony multifocal intraocular lens (model zxr00 +21.0 diopter) was explanted from patient¿s operative eye because of patient experiencing night time dysphotopsia. There was no incision enlargement, no sutures and no vitrectomy required. Reportedly lens from another manufacturer was used as the replacement lens for the patient. Patient reported to be doing fine when discharged. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.